Event description:
Information received indicates the bed exit function is not working.

Manufacturer narrative:
The technician found the left side rail test port cable assembly had moisture in the cable. The technician replaced the cable assembly to repair the bed.